Event description:
The doctor claims that the graft was used to make an extracardic [fontan] to treat a patient with tricuspid atresia. The intraoperative procedure was uneventful. The venous pressure was low without any surgical bleeding. In the intensive care unit the patient developed severe inflammatory shock with hyperthermia (39.6 degrees c.), severe hypotension, oliguria and severe hemorrhage, requiring high doses of norepinephrine, epinephrine, dobutamine, polytransfusion and reoperation for bleeding at any site of surgical bleeding. The patient had a severe disseminated intravascular coagulation (coagulopathy). The patient developed acute renal failure requiring peritoneal dialysis, acute heptaic failure (ast 830 mg/dl, alt 560 mg/dl), thrombocytopenia. All cultures were negative. The doctor believes that hemashield could lead to this syndrome. The patient is now well. Additional info received 5/2004: procedure was done without cardiopulonary bypass. The patient had a previous bidirectonal "gleen." Patient was fully heparinized for the procedure. A temporary cannula was used to decompress the inferior vena cava territory. After 15 days of ICU, the patient recorded the renal and hepatic functions, the vasoactive drugs were suspended. The echocardiographic study showed good ventriculr function, extracardiac tunnel with normal flow velocity without any sign of infectious endocarditis. Note: as stated in the instructions for use packaged with this product, this graft should not be implanted in patient's with a known sensitivity to bovine collagen. In 05/2004, co learned that no sample is available to be returned for evaluation.